Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred in the past, customer cannot recall whether they had removed the cartridge outside of the load process. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge and was able to successfully resume insulin therapy.